Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Photos were provided by the user facility and we confirm the report based on these photos. The bands are deployed off of the barrel and the trigger cord appears to be loose. We cannot complete a full evaluation due to the device not being returned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the "knot must be seated into hole or handle will not function properly." The instructions for use direct the user to "place handle in two-way position and loosen trigger cord slightly." If the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 saeed shooter multi band ligator. The varix and hemp rope [trigger cord] were ligated together when the physician was ready to deploy the band. The physician withdrew all the device and replaced it with a new one to finish the procedure.